Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 20mg/ml; 9.999mg/day and bupivacaine 4.0mg/ml; 1.9999mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient heard a two-tone beeping. The patient had increased pain. The patient followed up at the clinic. The pump was interrogated in the clinic and a motor stall was noted. The logs show a motor stall recovery occurred. The dose was decreased by half and the patient was covered with oral medications. The pump was replaced (B)(6) 2019. No environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.